Manufacturer narrative:
Continuation of d10: product ID a820 product type software software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving morphine (at an unknown dosage and concentration) via an implantable infusion pump for non-malignant pain, regarding an external device. The patient reported that it took about 4 minutes before they could deliver a bolus, as the handset was lagging at 90%. The patient services specialist (pss) reviewed data and assisted the patient in deleting the data. The pss had the patient turn airplane mode 'on' and 'off' and the patient confirmed bluetooth was enabled. The patient was able to connect to the pump without lag and successfully delivered the bolus. The patient reported it's been going on for probably about a year, since 2024.